Event description:
(B)(6) rn ccu called into emergency support program line to request support with her patient had been moving around quite a bit and caused a fo sensor failure alarm to occur. All attempts at troubleshooting and regaining the fo ap were unsuccessful. Esp team reviewed the many options of obtaining an ap waveform on the cardiosave. (B)(6) does not have the correct cables at this time to connect an alternate ap but states she will find them and call back if necessary. She states there is no harm to the patient or lapses in therapy provided. No harm or injury to the patient was reported.

Manufacturer narrative:
E1: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Updated fields b4 d9 device available for evaluation and date return to manufacture g3 g6 h2 h3 h6 type of investigation investigation findings conclusion h11 the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering the rear portion of the balloon. The extender and pressure tubing were also returned. The sensor cable and extracorporeal tubing was returned cut in two parts. The pressure tubing was also cut. The cut portion of the pressure tubing was not returned. A kink was found on the catheter tubing approximately 343 cm from iab tip. The optical fiber was found to be broken within the membrane approximately 224 cm from iab tip. The optical fiber was found to be broken confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend increase in number of complaints over past three 3 months. Based on the rational provided above no escalation to the CAPA process is required.

Event description:
N/a